Event description:
It was reported that a patient called his ventricle assist device (vad) coordinator stating that he had experienced an electrical fault. It is stated that "he changed back and forth between his primary and back up controller". He told her that he had disconnected his driveline then shoved it back into the controller and now, "its bent". The electrical fault has resolved on its own. The patient was admitted to the hospital and is doing well; the electrical fault alarm has not reoccurred he was started on a heparin drip. The plan of action is to perform a splice procedure on the driveline.

Manufacturer narrative:
Add'l information: a driveline splice repair service procedure was performed. A splice repair was performed by the manufacturer's rep per manufacturer's procedure with report that the connector was not fully engaged on the controller port. The barrel was visibly bent at an angle. The patient was stable throughout the procedure and no issues were encountered. The repair was verified to be successful. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. The devices were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. On-site inspection of the driveline connector confirmed the damage, thereby confirming the reported event. Log file analysis revealed 14 electrical fault alarms of type sys_rear_phase_c_open. It was described in the event details that the patient changed back and forth between the primary and backup controller. During the exchange, the patient most likely exerted too much force on the driveline connector, causing deformation of the connector. The damaged connector would not allow proper connection to the controller. It was then determined that a splice repair was needed to replace the damaged connecter. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported electrical fault alarms can be attributed to a damaged driveline connector, possibly caused by a forced connection to the driveline port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.